Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 500 mg/dl. The caller was unable to troubleshoot at the time of the call. Advised to have the customer call back at her convenience. Nothing further was reported.